Manufacturer narrative:
(B)(4). The sample was returned in a clear plastic bag. A visual inspection of the returned component parts revealed that there were no defects or anomalies observed. For functional testing the device was connected to a flowmeter and the airflow was increased to 8 lpm. A mist was produced from the chamber of the nebulizer. Based on the functional inspection, there were no functional issues found with the returned samples. A device history record review could not be conducted since the lot number was not provided. The complaint could not be confirmed. The investigation of the returned sample found no evidence to suggest a manufacturing related cause as no functional issues were found with the returned sample. No corrective actions will be assigned.

Event description:
Customer complaint alleges the hand held nebulizer is bubbling, but did not nebulize. Alleges defect was detected during use. There was no report of patient injury.